Manufacturer narrative:
Addendum based on additional information provided by patients attorney which included the legal complaint and general patient outcome allegations. There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventralex st (device #1) used to treat the patient. The patient's attorney did not allege a specific device failure, a sample has not been provided for evaluation, and no medical records have been provided. Based on the limited additional information provided at this time, no conclusions can be made. The patient's attorney alleges that there was an adverse outcome related to the "st bard mesh". The description is unclear if this relates to the bard ventralex st (device #1) and/or bard ventralight st (device #2), as such, files have been generated for both. This emdr represents the bard ventralex st (device #1) implanted on (B)(6) 2014. An additional emdr was submitted to represent the bard ventralight st (device #2) implanted on (B)(6) 2017. Should additional information be provided a supplemental emdr will be submitted.

Event description:
As reported on (B)(6) 2017: it was reported that on (B)(6) 2014 the patient was implanted with a bard ventralight st hernia patch. As alleged approximately one month post implant the patient started to experience discomfort/pain which continually worsened for a period of 2.5 years. As reported the patient was prescribed pain medication and pain management and neither one helped her. The contact alleges that in 11/2016 the patient presented to the ER because her face looked ¿like measles and mumps together.¿ as reported the patient she was diagnosed with an infection and was prescribed antibiotics. The contact reports that the patient's ¿face got better but the pain did not.¿ in 12/2016 the patient presented to the ER in extreme pain. She underwent a cat scan that showed ¿nothing but mesh¿ and she was prescribed pain medication. On (B)(6) 2017 the contact reports that the patient underwent explant of the mesh. As reported the mesh sample was saved and is being kept in a lab, but the patient does not want to release it at this time. Addendum based on additional information provided by patients attorney which included the legal complaint. The following was alleged by the patient's attorney: (B)(6) 2014: the patient underwent hernia repair. A bard/davol ventralex st, reference number (B)(4), lot number huxk1098 (device #1) was implanted in the patient during this repair. (B)(6) 2017: the patient underwent removal of the failed bard/davol ventralex st and inserted a larger bard/davol ventralight st (device #2), reference number (B)(4). Patient continues to experience complications related to the st bard mesh. The patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability and impairment. The patient's attorney alleges that there was an adverse outcome related to the "st bard mesh."

Event description:
It was reported that on (B)(6) 2014 the patient was implanted with a bard ventralight st hernia patch. As alleged approximately one month post implant the patient started to experience discomfort/pain which continually worsened for a period of 2.5 years. As reported the patient was prescribed pain medication and pain management and neither one helped her. The contact alleges that in (B)(6) 2016 the patient presented to the emergency room because her face looked ¿like measles and mumps together.¿ as reported the patient she was diagnosed with an infection and was prescribed antibiotics. The contact reports that the patient's ¿face got better but the pain did not.¿ in (B)(6) 2016 the patient presented to the emergency room in extreme pain. She underwent a cat scan that showed ¿nothing but mesh¿ and she was prescribed pain medication. On (B)(6) 2017 the contact reports that the patient underwent explant of the mesh. As reported the mesh sample was saved and is being kept in a lab, but the patient does not want to release it at this time. Addendum per additional information provided: (B)(6) 2014 - patient was diagnosed with recurrent umbilical hernia thereby underwent open repair with the implant of ventralex st mesh (device #1). Per operative notes, ¿there was some ascites present in the abdomen which drained through the fascial defect. A ventralex st mesh (device #1) was secured to the surrounding fascia in an underlay fashion using sutures." (B)(6) 2017 - patient was diagnosed with recurrent umbilical hernia thereby underwent laparoscopic repair with removal of ventralex st mesh (device #1) and implant of ventralight st mesh (device #2). Per operative notes, ¿the umbilical hernia was identified. Previously placed mesh was seen to the side of the hernia defect. The ventralex st mesh (device #1) was removed from the abdomen. We then used a ventralight st mesh (device #2) to fix the umbilical hernia defect. This was placed deep to the peritoneum using sutures and tacks absorbable tacks.¿ attorney alleges that the patient had pain & suffering, mesh migration, mesh shrinkage and hernia recurrence.

Manufacturer narrative:
Based on the information provided at this time, we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged. The lot number provided was invalid as such a review of the manufacturing records is not possible. Regarding infection the warning section of the instructions for use states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the prosthesis. An unresolved infection may require removal of the prosthesis." Addendum #1: this is an addendum to the initial MDR to document the receipt of lot number of the product in question. To date this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution on 12/02/2013. Addendum #2: this is an addendum to the previously submitted MDR's to make a correction to the expiry date. Addendum #3: addendum based on additional information provided by patients attorney which included the legal complaint and general patient outcome allegations. There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventralex st (device #1) used to treat the patient. The patient's attorney did not allege a specific device failure, a sample has not been provided for evaluation, and no medical records have been provided. Based on the limited additional information provided at this time, no conclusions can be made. Addendum #4: this supplemental emdr is submitted to document additional information provided and to update complainant name and UDI no. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 2 years 5 months post implant of ventralex st, patient was diagnosed with hernia recurrence and abdominal pain thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence and pain as possible complications. Review of manufacturing records confirms product was manufactured to specification. This supplemental emdr represents the ventralex st mesh (device #1). An additional supplemental emdr was submitted to represent the ventralight st mesh (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
This is an addendum to the initial MDR to document the receipt of lot number of the product in question. To date this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution on 12/02/2013.

Manufacturer narrative:
This is an addendum to the previously submitted MDR's to make a correction to the expiry date.

Manufacturer narrative:
Based on the information provided at this time, we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged. Should additional information be provided, a supplemental MDR will be submitted. The lot number provided was invalid as such a review of the manufacturing records is not possible. Regarding infection the warning section of the instructions for use states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the prosthesis. An unresolved infection may require removal of the prosthesis." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It was reported that on (B)(6) 2014 the patient was implanted with a bard ventralight st hernia patch. As alleged approximately one month post implant the patient started to experience discomfort/pain which continually worsened for a period of 2.5 years. As reported the patient was prescribed pain medication and pain management and neither one helped her. The contact alleges that in (B)(6) 2016 the patient presented to the ER because her face looked ¿like measles and mumps together.¿ as reported the patient she was diagnosed with an infection and was prescribed antibiotics. The contact reports that the patient's ¿face got better but the pain did not.¿ in (B)(6) 2016 the patient presented to the ER in extreme pain. She underwent a cat scan that showed ¿nothing but mesh¿ and she was prescribed pain medication. On (B)(6) 2017 the contact reports that the patient underwent explant of the mesh. As reported the mesh sample was saved and is being kept in a lab, but the patient does not want to release it at this time.